Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the knots loosened by themselves despite the 3-fold knotting. The deficiency occurred with every thread thickness and package.